Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "with product enclosed, packaging peel strength is insufficient to maintain package integrity." The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because it could not prevent the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the inner package of catheter was sealed to outer package sterile seal, thus causing the inner package to be determined as unsterile.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inner package of catheter was sealed to outer package sterile seal, thus causing the inner package to be determined as unsterile.